Manufacturer narrative:
Complaint conclusion: during use of an outback cto catheter, the tip ¿broke off in the superficial femoral artery (sfa) upon removal¿. The tip of the device remained in the sfa. The patient¿s ischemic disease burden (rutherford classification) was category 5: minor tissue loss, ischemic ulceration not exceeding ulcer of the digits of the foot. The patient was on dialysis for 15 plus years and is diabetic, therefore, percutaneous intervention was chosen as first line therapy vs surgical options. The target lesion was the tibial-peroneal (tp) trunk. A contralateral approach was used for the procedure. The access site was calcified and the iliac bifurcation was steep. A 6f terumo sheath was used for the procedure. A guide catheter was not used to insert the outback. A 0.014¿ non-coated iron man guidewire was used for the procedure. The outback was prepped following IFU instructions. During prep, the cannula/needle actuated smoothly. There was no difficulty advancing the outback over the guidewire. There was difficulty advancing the device over the iliac bifurcation and through the superficial femoral artery (sfa) due to calcium. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, was towards the inferior direction when advancing over the horn. There was no difficulty actuating or retracting the cannula at this point. Placement/manipulation of the ancillary devices was problematic during the procedure (severe calcium). The guidewire was delivered successfully passed the lesion, but the lesion was not treated successfully. There was resistance/difficulty experienced when removing the outback from the patient and abnormal force was required. The separation occurred while withdrawing the device from the patient. Access to the target vessel was lost. A stent was not used to secure the distal tip. The distal tip was left in the patient in the sfa. The guidewire was noted to be kinked after the procedure. The physician had been using the outback cto catheter once a year. The physician¿s technique has not been impacted by any changes in indications, thought leadership, or publications. The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback may affect its performance. Withdraw the outback if it becomes excessively kinked. The IFU includes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the events reported. Based on the information available for review, the patient¿s anatomy (calcified access site and steep iliac bifurcation) and procedural factors (force applied) are most likely contributing factors to the separation of the distal tip. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to separation of the distal tip. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.

Manufacturer narrative:
Additional information was provided by the sales representative. The physician had been using the outback cto catheter once a year. The physician¿s technique has not been impacted by any changes in indications, thought leadership, or publications. The patient¿s ischemic disease burden (rutherford classification) was category 5: minor tissue loss, ischemic ulceration not exceeding ulcer of the digits of the foot. The patient was on dialysis for 15 plus years and is diabetic, therefore, percutaneous intervention was chosen as first line therapy vs surgical options. The target lesion was the tibial-peroneal (tp) trunk. A contralateral approach was used for the procedure. The access site was calcified and the iliac bifurcation was steep. A 6f terumo sheath was used for the procedure. A guide catheter was not used to insert the outback. A 0.014¿ non-coated iron man guidewire was used for the procedure. The outback was prepped following IFU instructions. During prep, the cannula/needle actuated smoothly. The guidewire was noted to be kinked after the procedure. Placement/manipulation of the ancillary devices was problematic during the procedure (severe calcium). There was no difficulty advancing the outback over the guidewire. There was difficulty advancing the device over the iliac bifurcation and through the superficial femoral artery (sfa) due to calcium. There was no difficulty actuating or retracting the cannula at this point. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, was towards the inferior direction when advancing over the horn. The guidewire was delivered successfully passed the lesion, but the lesion was not treated successfully. Abnormal force was required during withdrawal of the device and this was when the tip broke. The separation occurred while retracting the device. There was resistance/difficulty experienced when removing the outback from the patient. The device could not be withdrawn and access to the target vessel was lost. A stent was not used to secure the distal tip. The distal tip was left in the patient in the sfa. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of an outback cto catheter broke off in the superficial femoral artery (sfa) upon removal. There was no patient injury reported. The device will not be returned for analysis.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.